Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Additional information received has substantiated the severity of an injury associated with (B)(4) which was reported conservatively. Therefore, the subsequent complaints associated with a malfunction of the collimator to exchange properly resulting in the collimator falling have been reassessed. This record is a subsequent complaint that reports the same malfunction and as such it has been determined to be a reportable event.